Manufacturer narrative:
Concomitant products continued: dtbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extracardiac stimulation on the left ventricular (lv) lead. The lead was reprogrammed and subsequently capped and replaced. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.